Event description:
While drilling the second hole during a craniotomy, the perforator's clutch did not disengage and the perforator plunged into the pt's brain. There was some trauma to healthy brain tissue but no special surgical intervention was required.